Manufacturer narrative:
Continuation of d10: product ID: afapro28 (lot: 37612); product type: arctic front catheter; product ID: 106e2 (serial: (B)(6); product type: 0628-console, spare parts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the arctic front advance pro, the system integrity test was not passing and the console displayed an error notice indicating a compromised outer vacuum detected by the safety system. The electrical umbilical cable was replaced without resolution. After replacing the balloon, the console completed the integrity test, and two veins were successfully isolated; however, at the end of the ablation for the third vein, the balloon deflated, and a system notice was received indicating that the safety system detected fluid in the console and the system in inoperable. The console was rebooted and showed no further errors. The case was aborted while the patient was under general anesthesia. During review of the data files, a system notice was observed indicating a file operation error, which stated an invalid path and a system notice was observed indicating a file operation error, which stated access was denied. No patient complications have been reported as a result of this event.